Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's father reported via phone call, the insulin pump had alarmed failed battery test. Customer has inserted new batteries and the alarm kept reoccurring. Then he would tap on the device and it would alarm weak battery. Customer's father didn't recall the customer's blood glucose at the time the alarm occurs. Troubleshooting was performed and it was found the contacts on the battery cap were damaged and worn out. Customer's father was advised to monitor the device until the new battery cap arrived. Customer's father called back and he stated he didn't think there was an issue with the battery cap rather it was with the insulin pump. Customer's father requested the device to be replaced and agreed to return it for analysis.